Manufacturer narrative:
Of the 3 allegations of a malfunction, no pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-41 years of age and between 90 and 120 pounds. Of the reported patients, 2 were male, and 1 was a female.